Manufacturer narrative:
(B)(4). A box with thirty-three unopened samples of product code (B)(4), lot lpz310 were received for analysis. The issue sample was not returned. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. Attempts are being made to obtain the following information. Could you please advise how the procedure was completed, any adverse event to patient due to this fault, how the procedure was completed. To date no response has been provided. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery, the suture was broken. There were no adverse patient consequences reported. No additional information was provided.